Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 ag self test performed on different dates. This MFR. Report is two (2) of 2 (two). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2024 with unknown sample type. In the week prior (date unknown) to the negative result, the consumer tested positive with an unknown brand using an unknown sample type. The consumer reported experiencing symptoms such as nasal congestion, fatigue, and cold symptoms. The consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 ag self test performed on different dates. This MFR. Report is two (2) of 2 (two). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2024 with unknown sample type. In the week prior (date unknown) to the negative result, the consumer tested positive with an unknown brand using an unknown sample type. The consumer reported experiencing symptoms such as nasal congestion, fatigue, and cold symptoms. The consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000905495 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 0000905495 and device part number 195-430wl/lot 905495. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 905495 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however it could have possibly been related to the specific patient sample.